Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A femoral angiogram was not performed. It should be noted that the perclose proglide instructions for use states: perform a femoral angiogram to verify the puncture location. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the device operates differently; however, the treatment appears to be related to circumstances of the procedure as manual arterial compression was used to achieve hemostasis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device, using a perclose technique, via a 5fr sheath prior to a diagnostic procedure. No femoral angiogram was performed. Reportedly, a suture malfunction occurred. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be in-training in the use of the proglide device and the perclose technique. No additional information was provided.